Manufacturer narrative:
Additional information: a2, b5 and b7. B5: upon follow up, it was initially reported that the patient was hospitalized for 5 days, however, the patient was hospitalized for 14 days. It was reported the antibiotic treatment ceftazidime injection was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic techniques when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent 7 days prior to the onset of peritonitis. The patient was hospitalized 5 days prior to the onset of peritonitis. On the same day as the onset of peritonitis, the patient was treated with ceftazidime (1 gm, once daily, intraperitoneal, ongoing). Fourteen days after admission to the hospital, the patient was discharged from the hospital. The patient had recovered from the events on an unknown date. It was reported that retraining on the proper aseptic technique was done. Pd therapy was ongoing. No additional information is available.